Event description:
It was later reported that the lead integrity alert (lia) occurred for high rv lead impedance and loss of capture at all outputs.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high bipolar impedance with an atypical difference in impedance versus a unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.